Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported on (B)(6) 2010 that the pt is without stimulation. Reprogramming efforts to recapture stimulation were unsuccessful. Diagnostic tests revealed high impedance readings for several lead contacts: however, x-rays showed no visible abnormalities. Plans for surgical intervention are pending. The implant date as well as the lot number for the pt's lead are unk.